Event description:
A (B)(6) male pt underwent aaa (57mm) and left common iliac artery aneurysm (67mm) repair. The physician sectioned left lower abdomen and attempted to reconstruct left internal iliac artery via retroperitoneum but it was not valid since left internal iliac artery was in deep position. Then bifurcation area of left internal iliac artery was ligated. The iliac leg grafts were placed in right common iliac artery and left external iliac artery. The physician additionally placed another manufacturer's stent in the distal site of the left iliac leg graft since left external iliac artery was severely tortuous. Next day, the pt started to undergo rehab. No endoleak was observed under CT taken after the procedure and the pt was discharged from the hospital 1 week after the procedure. The pt attempted to walk positively at home. However, edema was observed in left lower extremity about 5 days after the discharge and symptom became worse. The pt visited the hospital again and angiography CT revealed dvt in left lower extremity. Phlebography was also performed and it revealed left external iliac artery was severely stenosed with the distal part of the iliac leg graft and the other manufacturer's stent. After an ivc filer was placed, thrombolytic treatment was performed with urokinase. Ballooning was performed and another manufacturer's stent placed. Stenosis was almost resolved by thrombolytic treatment and anticoagulation treatment were kept performing. The pt's condition was improving.

Manufacturer narrative:
Brand name: unknown as it is unclear which zenith device was specifically used. Lot - unknown as not provided by reporter. Catalog - unknown as not provided by reporter. Expiration - unknown as lot is unknown. Customer person - unknown as not provided by reporter. (B)(4). Still under investigation.